Event description:
It was reported the procedure was to treat a lesion in the left anterior tibial artery. The ht command was advanced to the lesion and used with multiple devices. A balloon catheter was attempted to be advanced over the guide wire however resistance was met and the balloon catheter became stuck on the wire. The balloon catheter and guide wire were removed together. Outside the anatomy while removing the balloon catheter it was noted the guide wire coating separated. No portion of the guide wire remained in the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The reported peeled / delaminated was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted guide wire kink; thus, resulting in the reported difficult to advance and the reported difficult to remove. Interaction/manipulation with the torque device resulted in the reported peeled / delaminated polymer/noted scrapped teflon. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from no to yes. H11 - additional mfg narrative: updated.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a balloon catheter encountered resistance when advancing and removing over the guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it was reported that the polymer was observed to be peeling when removed from the anatomy. It is likely that manipulation of the wire, when resistance was encountered contributed to the polymer peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.